Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, placement of the peg tube was verified on the same day. On (B)(6) 2019, an emergency surgery was done because the internal bolster fell off inside the patient. Over 800 ml of formula was inside the patient's peritoneal cavity. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally.

Manufacturer narrative:
H6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. H6 (patient codes): patient code 3191 captures the report emergency surgery. H6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. H11: correction to block b5, block h6 (patient codes) and block h6 (evaluation conclusion codes).

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, placement of the peg tube was verified on the same day. On (B)(6) 2019, an emergency surgery was done because the internal bolster fell off inside the patient. Over 800 ml of formula was inside the patient's peritoneal cavity. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. There were no reported patient complications as a result of this event.